Event description:
It was reported, that the teeth on graspers (grasping forcep) broke. The issue occurred in the middle of a diagnostic hysteroscopy intrauterine device removal procedure. The procedure was completed using the similar device, with no delay. There were no reports of patient harm.

Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, the exact cause of the reported issue could not be determined. However, it is possible, that the application of excessive force, during use is the cause of the reported issue. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.